Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 30 mg/dl to 40 mg/dl. The customer was experiencing low blood glucose since from last two months and the incident was started on august 28, 2021. The customer's other low blood glucose incidents were on october 25, 2021, october 26, 2021 and october 27, 2021. The customer experienced shaking, sweating, anxiety and mental confusion due to low blood glucose. The customer treated low blood glucose value with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis. Information received by medtronic also indicated that the level of insulin in the reservoir was lower than the one shown on the status. Troubleshooting could not determine the cause that led to over-delivery of insulin. The reservoir will not be returned for analysis. Infst mmt-242a mioa 10pk 6mm

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 in this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 30 mg/dl to 40 mg/dl. The customer was experiencing low blood glucose since from last two months and the incident was started on (B)(6), 2021. The customer's other low blood glucose incidents were on (B)(6), 2021, (B)(6), 2021 and (B)(6), 2021. The customer experienced shaking, sweating, anxiety and mental confusion due to low blood glucose. The customer treated low blood glucose value with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.